Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with complaints of dizziness. The lead exhibited decreased r wave amplitude measurements, loss of capture, undersensing, and possible rv over-pacing. The physician identified an rv lead perforation. A surgical revision was performed and it was noted that there was no significant pericardial effusion via pericardial tap. The lead was successfully repositioned. An ultrasound was performed after the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.